Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: device/batch history record review: the lot was built on afa line 10 starting on 29jun2017 through 2jul2017. Pallets 1-9 and partial 10 were packaged on line 11 from 2jul2017 to 3jul2017. Pallets partial 10 and 11 were packaged on line 9 on 6sep17. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip, periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process. 2 non related qn¿s (saved plugs and vent plug depth challenge missing) were initiated during the production of this lot, disposition of the product, root cause and corrective action were applied according to the quality control plan. The peura (end user risk analysis) showed that due to low occurrence, current risk is acceptable. Observations and testing: bd received one used insyte autoguard 22ga needle/barrel assembly and a needle cover within an open package. The remainder of the unit (catheter/adapter assembly) was not returned for evaluation. Our quality engineer inspected the sample and photograph provided by the customer. The needle was found to be partially retracted with the white button fully pressed. It was immediately observed to have damage on the inside of the grip which inhibited a full retraction of the needle into the barrel upon activation. Conclusion: the damage on the grip was the physical or mechanical evidence that confirmed and supported a manufacturing process related issue. The misalignment of plug probes at the load barrel station could cause the type of damage seen in this circumstance. The plug probe station and the load barrel in zone 5 have the ability to become misaligned and produce the type of damage observed in the complaint sample. All mechanics are trained to align the plug probes using the alignment tool. The barrel seating station is designed to reject any barrels that are over-seated, or missing a barrel entirely. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.